Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant. The next day, predischarge testing discovered that the atrial lead had dislodged. Atrial and ventricular electrograms noted to be stacked and pacing of the atrial lead resulted in ventricular capture. Chest x-ray confirmed that the atrial lead had advanced into the right ventricle. The lead was repositioned on (B)(6) 2021. The patient was stable post procedure.